Event description:
This case was initially received via regulatory authority (B)(4) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure remains") and device dislocation ("essure is badly placed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable colon"), lactose intolerance ("lactose intolerance"), hidradenitis ("hidradenitis"), tooth loss ("loss of dental pieces"), osteitis ("trochanteritis"), epicondylitis ("epicondylitis"), alopecia ("hair loss") and pain ("endless pains"). The patient was treated with surgery (bilateral salpingectomy) and surgery (total hysterometry to remove them). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, device dislocation, fibromyalgia, irritable bowel syndrome, lactose intolerance, hidradenitis, tooth loss, osteitis, epicondylitis, alopecia and pain outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, device dislocation, epicondylitis, fibromyalgia, hidradenitis, irritable bowel syndrome, lactose intolerance, osteitis, pain and tooth loss to be related to essure. The reporter commented: she underwent two surgeries, on (B)(6) 2017, she underwent a fallopian tubes excision (bilateral salpingectomy) to remove essure; however, essure remains were left; therefore, on (B)(6) 2018, she underwent a total hysterometry to remove them. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred terms: allergy to metals - the analysis in the global safety database revealed 443 cases. Device breakage - the analysis in the global safety database revealed 2615 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/45685) on 11-jun-2018. The most recent information was received on 18-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure remains") and device dislocation ("essure is badly placed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable colon"), lactose intolerance ("lactose intolerance"), hidradenitis ("hidradenitis"), tooth loss ("loss of dental pieces"), osteitis ("trochanteritis"), epicondylitis ("epicondylitis"), alopecia ("hair loss") and pain ("endless pains"). The patient was treated with surgery (bilateral salpingectomy) and surgery (total hysterectomy to remove the remains). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, device dislocation, fibromyalgia, irritable bowel syndrome, lactose intolerance, hidradenitis, tooth loss, osteitis, epicondylitis, alopecia and pain outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, device dislocation, epicondylitis, fibromyalgia, hidradenitis, irritable bowel syndrome, lactose intolerance, osteitis, pain and tooth loss to be related to essure. The reporter commented: she underwent two surgeries, on (B)(6) 2017, she underwent a fallopian tubes excision (bilateral salpingectomy) to remove essure; however, essure remains were left; therefore, on (B)(6) 2018, she underwent a total hysterectomy to remove them. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): allergy to metals: 447 cases were identified. Device breakage: 2634 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 18-jun-2018: after an internal review, it was found the correct aemps reference number is ps/az/45685. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("essure remains") and device dislocation ("essure is badly placed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pain ("endless pains"), fibromyalgia ("fibromyalgia"), irritable bowel syndrome ("irritable colon"), lactose intolerance ("lactose intolerance"), hidradenitis ("hidradenitis"), tooth loss ("loss of dental pieces"), osteitis ("trochanteritis"), epicondylitis ("epicondylitis") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy) and surgery (total hysterectomy to remove the remains). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, device dislocation, pain, fibromyalgia, irritable bowel syndrome, lactose intolerance, hidradenitis, tooth loss, osteitis, epicondylitis and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, device breakage, device dislocation, epicondylitis, fibromyalgia, hidradenitis, irritable bowel syndrome, lactose intolerance, osteitis, pain and tooth loss to be related to essure. The reporter commented: she underwent two surgeries, on (B)(6) 2017, she underwent a fallopian tubes excision (bilateral salpingectomy) to remove essure; however, essure remains were left; therefore, on (B)(6) 2018, she underwent a total hysterectomy to remove them. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.